Event description:
The report states that "the white piece that comes in the temporary pacing kit (locks tpm catheter to sheath)" broke while in use on a patient after the pacemaker was inserted. No report of medical intervention. No report of patient harm or injury. Patient status reported as "fine". Associated MDR 3010532612-2022-00450.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The lot number reported is 13f22f0453. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Returned for investigation was a 5fr. Bi-polar pacing catheter without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the inflation lumen stopcock was in the open position. The supplied control stroke syringe was noted connected to the inflation lumen stopcock; no visual damage or abnormalities were noted to the returned syringe. The recommended volume capacity of the balloon is 0.75cc. Under microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. No condensation was noted in the inflation lumen. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads appeared typical. Dried blood was noted on the exterior surfaces of the catheter. The tuohy-borst adapter was inspected and immediately noted damaged. The tuohy-borst adapter has both a cap and body; it was noted that the tuohy-borst body was broken. The tuohy-borst adapter was cleaned; upon further inspection, the body was broken at the location where the threads start, and the broken portion of the body appeared to be remaining in the receiving threads on the cap. The cause of the broken adapter could not be confidently determined. No other damage was noted to the tuohy-borst adapter. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated asymmetrically. One side of the balloon measured approximately 3.5mm. The other side measured approximately 4mm. The balloon did meet specifications of radius ratio less than or equal to 1.5 the inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated asymmetrically. The balloon deflated in less than 3 seconds when the syringe was removed. Upon tug test, no pull away was noted. The balloon was placed in water, and air was injected into the inflation lumen again. No leak was noted. The distal electrode and distal extension lead (white wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.1 ohms and passed functional testing. The proximal electrode and proximal extension lead (blue wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.3 ohms and passed functional. Both distal and proximal electrodes were cross checked, and no short circuit was found. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "issues with the white piece that comes in the temporary pacing kit" is confirmed. During the investigation, the tuohy-borst adapter was noted broken. The tuohy-borst adapter has both a cap and body; it was noted that the tuohy-borst body was broken. The cause of the broken adapter could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken tuohy-borst adapter. The root cause of the complaint is undetermined. The complaint finding is considered isolated. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the white piece that comes in the temporary pacing kit (locks tpm catheter to sheath)" broke while in use on a patient after the pacemaker was inserted. No report of medical intervention. No report of patient harm or injury. Patient status reported as "fine". Associated MDR 3010532612-2022-00450.